Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient. It was reported that the patient had a burning feeling by where the leads were put in. The patient tried turning the stimulation down, but it did not help. Turning the stimulation completely off for about half an hour made the burning go away. They turned stimulation back on and hadn't felt burning since then. The patient also notes that there was a time where they couldn't feel stimulation at all, but the trial was working for 100% of their symptoms. The patient had an appointment with their healthcare professional (hcp) scheduled for (B)(6) 2016 to inform them of the issue.